Event description:
A customer reported observing biased hdlc results for a quality control fluid. Biased results of this magnitude may result in inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: the customer re-calibrated hdlc and obtained acceptable qc results. The investigation determined that the customer is using the recommended pre-treatment protocol and has not observed any cloudy preparations. No other information could be obtained from the customer. The root cause of this event is unknown.